Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. The customer's blood glucose was 196mg/dl at the time of the incident. It was reported that since yesterday there were a lot of occlusions on pump, 4 times yesterday and 3 times today. It was reported that patient takes big bolusses (30 units). He usually gets occlusion after 2 units. They have been using pen since yesterday as they don¿t have that much time on the group to keep checking pump. It was reported that first they changed set and still got occlusion. Then they changed set and reservoir and still got occlusions. Insulin was ok she said. It was reported that patient is 18 years old and bigger in size. When they went through alarm history there were no other alarms. On friday he also had occlusion, but she couldn¿t tell how that was solved then. Doctor had advised them to change set every day. Apparently patient gets a lot of occlusions. They did the 5 units fill cannula; reservoir and set were still connected, but patient disconnected and insulin came out. There was no occlusion. She said the fill cannula was at 3.0. The customer was informed that this should be less than 1.0 depending on which set they uses. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, self test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.